Manufacturer narrative:
Correction: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that during a follow up, it was found that this pacemaker had reverted to safety mode. As this patient is pacing dependent, emergent device replacement was recommended but they declined. 72 hours later, the patient attended the facility again and the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination found no anomalies. Device interrogation could not be established in the laboratory; however, it was confirmed that the device was operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that during a follow up, it was found that this pacemaker had reverted to safety mode. As this patient is pacing dependent, emergent device replacement was recommended but they declined. 72 hours later, the patient attended the facility again and the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a follow up, it was found that this pacemaker had reverted to safety mode. As this patient is pacing dependent, emergent device replacement was recommended but they declined. 72 hours later, the patient attended the facility again and the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis by the explanting facility.

Manufacturer narrative:
Correction: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Device interrogation could not be established in the laboratory; however, it was confirmed that the device was operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that during a follow up, it was found that this pacemaker had reverted to safety mode. As this patient is pacing dependent, emergent device replacement was recommended but they declined. 72 hours later, the patient attended the facility again and the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.